Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a worn upstream occlusion (uso) seal and damaged downstream occlusion (dso) seal. No evidence was available to review in the event history log. Functional testing could not replicate the reported issue; the device passed all testing. The root cause could not be determined. Preventive maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the downstream occlusion test, and its value was too low. The event occurred during testing. There was no patient involvement and no patient harm.